Event description:
It was reported that during set up for a gynecological procedure, the handpiece would not connect to the motor drive unit properly. A second motor drive unit was used with the same disposable to successfully finish the procedure with no patient consequence.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.